Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement associated with sleeve steering issue and/or bent delivery catheter (dc) shaft (deformation due to compressive stress). The reported image resolution poor and improper or incorrect procedure or method use after damage could not be replicated in a testing environment as they were related to procedural (operational) circumstances and user related. Additionally, it was observed that the gripper cap-no tactile marker and gripper lever latch were separated from the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. It was reported that during the visual inspection a slight bend was observed on the clip delivery system (cds) shaft. The user felt this was minor and the device was continued to be used. It should be noted that the mitraclip system g4 instructions for use IFU) warns that "inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged.¿ therefore, the reported user error (improper or incorrect procedure or method) was related to the user continuing to use the device after damage. The investigation was unable to determine a cause for the reported bent delivery catheter (dc) shaft (deformation due to compressive stress) resulting in the sleeve steering issue. The image resolution poor was related to procedural circumstances as imaging was reported to be difficult. The reported user error (improper or incorrect procedure or method) was related to the user continuing to use the device after damage. In this case, the sleeve steering issue was reportedly likely related to the bent dc shaft. Lastly, a potential product issue was identified due to the observed material separation (gripper cap - no tactile marker) and material separation (gripper lever latch). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the sleeve steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After unpackaging the mitraclip delivery system (cds), during the visual inspection a slight bend was observed on the cds shaft. The user felt this was minor and the device was continued to be used. The steerable guide catheter was inserted and the cds was advanced. The devices were keyed correctly, however the cds did not steer properly when using the m-knob and p-knob. Imaging was difficult, it could not be seen which way the cds was steering. The clip was not implanted and the cds was removed. Upon removal of the cds it was observed that the bend was more severe, likely resulting in the steering issue. Another cds was used and the clip was implanted without issue. Mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.